Event description:
It was reported that approximately four months port and catheter placement in the subclavian, the patient allegedly presented with edema. It was further reported that imaging identified that the catheter allegedly detached from the port body and migrated to the cardiac cavity. Reportedly, the port and catheter were removed and a new device was not placed. The patient was reportedly stable post removal procedure.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this lot number. Investigation summary: one MRI plastic l/p port w/ 6.6 fr s/l silicone catheter was returned for evaluation. Visual, microscopic, and functional evaluations were performed. The investigation is confirmed for fracture, separation, and migration of the port catheter. The port was returned with a small amount of tubing inlaid on the port stem, with the cath-lock detached and the rest of the device missing. There were multiple holes on the catheter segment on the port stem, with material apparently missing in at least one hole site. There was damage to the end of the port stem and the orifice was elliptical. At least 3 longitudinal splits occurred at the broken end of the catheter. The condition of the sample, and that only part of the sample was returned, caused difficulty in evaluating and drawing conclusions from the sample. The longitudinal splits and holes on the catheter overlying the port stem, along with compression of and other damage to the port stem suggest the possibility of destructive contact with tools/instruments. However, the time this damage occurred is uncertain, as some may have occurred during removal. Therefore, although a definitive root cause could not be determined, handling the catheter and port with traumatic instruments and incorrect assembly technique (e.g., advancing the catheter more than halfway onto the stem before advancing the catheter lock, causing catheter mushrooming, and advancement of a misaligned cathlock or a cathlock over a kinked catheter) could have potentially caused or contributed to the reported event. It is uncertain if procedural issues contributed to the reported event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5; d4 (expiry date 04/2023); g4; h6 (device a0413 material separation (1562)) h11: h3, h6 (device, method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date 04/2023).

Event description:
It was reported that approximately four months port and catheter placement, the patient allegedly presented with edema. It was further reported that imaging identified that the catheter allegedly detached from the port body and migrated to the cardiac cavity. Reportedly, the port and catheter were removed and a new device was not placed. The patient was reportedly stable post removal procedure.